Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips healthcare that the heartstart xl power plug is broken off due to physical damage from a drop. The device could not provide ac power. There was no reported patient impact.